Event description:
On (B)(6) 2010, the pt reported air bubbles form in the insulin cartridge of his infusion device when he fills the cartridge. He stated, he is not able to remove them and the bubbles remain in the cartridge during his use. Due to this, he said, he receives frequent e4 (occlusion) errors on his device during priming and delivery. The pt was assisted with going through the 'change cartridge' process. The pt said, he inserts the cartridge prior to attaching the adapter and tubing. He was advised that the adapter and tubing should be attached to the cartridge prior to inserting it into her device. The pt tried to prime but received an e4. The pt changed the tubing and tried to prime but again received an e4. He was advised to try a tubing from a different box but he declined to do so at that time. On follow up on (B)(6) 2010, the pt stated he changed the tubing and has not received any further occlusions. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.